Manufacturer narrative:
Investigation summary: during manufacturing of material 215081, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 5007484 was satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. All batches are tested prior to release and results reported on the certificate of analysis (coa). All performance testing on batch 5007484 was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 5007484 for performance. Retention samples for batch 5007484 were not available for inspection. Three photos were received. Photos show a plate from batch 5007484 (time stamp 0003) with blue colonies growing along streak lines. Observations about performance cannot be made from photos of used plates. Returns were not available for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for defects.

Event description:
It was reported while using bbl¿ chromagar¿ orientation that two (2) plates grew e. Coli as blue to light purple colonies after twenty-four hours incubation instead of the expected dark rose to pink color. Confirmatory testing verified the organism to be e. Coli. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bbl¿ chromagar¿ orientation that two (2) plates grew e. Coli as blue to light purple colonies after twenty-four hours incubation instead of the expected dark rose to pink color. Confirmatory testing verified the organism to be e. Coli. There was no health impact or consequence reported.